Event description:
It was reported that bd alaris smartsite texium low sorbing secondary set separated the following information was received by the initial reporter with the following verbatim the filter portion of the secondary set fell off during verification. This is the 2nd item we've had like this, but I am unsure if it is the same or different lot. Patient here longer than necessary, more work involved than necessary, waste. Item#4030b-07t. Lot#23039083.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
No additional information was provided. Material #: 4030b-07t. Batch#: 23039083. It was reported by customer that the filter portion of the secondary set fell off during verification. This is the 2nd item we've had like this, but I am unsure if it is the same or different lot. Patient here longer than necessary, more work involved than necessary, waste. Verbatim: rcc received a complaint via mail. The filter portion of the secondary set fell off during verification. This is the 2nd item we've had like this, but I am unsure if it is the same or different lot. Patient here longer than necessary, more work involved than necessary, waste. Item#4030b-07t. Lot#23039083.

Manufacturer narrative:
It was reported by customer that the filter portion of the secondary set fell off during verification. One sample was received for quality evaluation. The sample was visually examined for any damages or abnormalities. Visual investigation revealed that the filter separated from the tubing. Further evaluation under magnification shows that the surfaces of the filter inlet port and the inner surface of the infusion set tubing show an insufficient amount of bonding solvent. The customer complaint of separation was confirmed. Further issues were not identified on the infusion set. The root cause for the issue reported by the customer is an insufficient amount of bonding solvent at the union location between the infusion set tubing and the the filter inlet port. The investigation had been moved to manufacturing for further analysis. After investigation at the manufacturing facility, the potential root cause for separation between tubing sleeve and filter could be related to lack of solvent due to using an incorrect solvent application method by the assembler. A device history record review for model 4030b-07t lot number 23039083 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 15mar2023. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.